Event description:
The MFR's field svc engineer reported the ventilator failed sys pressure testing after svc had been performed. There was no pt involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the reported complaint of pressure relief valve (prv) pressure test was not duplicated. No fault was found on the returned single station solenoid. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4)